Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on an unknown date with blood glucose of 600 mg/dl to 800 mg/dl. The customer also reported that the insulin pump had a blank display. The customer¿s blood glucose level was 130 mg/dl to 230 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer was treated with insulin pen. It was unknown if the customer was wearing the insulin pump during the hospitalization. The customer was discharged from the hospital however, date was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had blank display due to the battery tube connector not plugged in properly into the interface board. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and unexpected restart error test due to blank display. Connected the battery tube connector to the interface board, and the unit powered up properly. Then performed the pump trace download and carelink upload. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.(B)(4).